Manufacturer narrative:
(B)(4). Correction. Received by manufacturer date was not filled out, it has been corrected to be (B)(4) 2011. The device was received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pump head p2 door assembly. To correct this condition, the door assembly was replaced. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a flogard in which there was physical damage on the p2 pumphead door assy. This condition has the potential to interrupt delivery. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.